Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation below 6 atmospheres within 0 seconds and a pinhole was noted. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation below 6 atmospheres within 0 seconds and a pinhole was noted. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).